Event description:
A malfunction was reported on the pump, with no significant events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset process, and advised that the pump could continue to be used. The customer was instructed to contact support again if the malfunction code reappeared, which did not occur after the initial reset. The customer understood the guidance provided.